Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.

Manufacturer narrative:
One cardiomems patient electronic system received for evaluation. Visual inspection revealed the power extension cable was frayed, with exposed wires. Additionally it was noted that the foam in the handheld storage pocket was peeling off, and that all 4 screws were missing from the bottom of the unit. No other physical damage on the unit was noted, including no damage on the supplied power cord. All of the mounting hardware was secured. As received, the unit could not be safely turned on due to a frayed power extension cable. The supplied power cord was connected to the rear of the unit directly and the unit powered on successfully with no additional interruptions of power, sparking, smoke, or other power aberrations noted. The root cause of the reported event was due to a frayed power extension cable. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. The reported complaint that the cmems device had a frayed power extension cable was confirmed. The unit passed all diagnostic testing with no anomalies observed. Based on the information provided to abbott and the investigation performed, the cause for the reported event was consistent with a frayed power extension cable.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
A shortage was noted on the patient electronic system and sparking and smoking occurred. A replacement unit was sent. There were no adverse consequences to the patient.